Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 190 mg/dl. The customer had symptoms such as rapid breathing and treated with manual syringes. Customer's blood glucose value was 440 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on november 6, 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared flushed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.